Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently and the implant site became warm to the touch. The patient subsequently underwent an ipg replacement procedure.